Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on a follow-up the appeared to be undersensing or loss of signal. The device has been installed for approximately one month. The patient had no symptomology or complaints. It was reported that on a follow-up that there appeared to be undersensing or loss of signal. The device has been installed for approximately one month. The patient had no symptomology or complaints. The cardiac monitor remains implanted and active.